Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) with a hole in the pressure regulating balloon (prb) resulting in fluid loss. All components of the aus were explanted, and a new aus was implanted. No patient complications were reported.